Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the fiber cabling required rerouting. The technician rerouted the fiber cabling, tested the function and operation of the vividimage surgical monitor, confirmed it to be operating to specifications, and returned the device to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their vividimage surgical monitor was "flickering". The procedure was completed successfully following a short delay. No report of injury.